Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 12 to 24 hours post-operative of a laparoscopic left colectomy, bleeding in the anastomosis occurred. Colonoscopy was performed to stop the bleeding with a hemostatic. The patient¿s hospitalization was extended for 1 day. It was also stated that there will be an additional operation performed to correct the issue.